Event description:
Reportedly, the instrument's jaws kept opening as the device was fired. As a result, staples were not placed on the tissue and the surgeon decided to convert the procedure to an open surgery to complete the anastomosis and case without further incident. Pt status: no pt injury reported.